Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient called to understand how the patient programmer worked. During troubleshooting, it was discovered the stimulation was turned off and patient was unsure how the stimulation was turned off and reported that they were not feeling stimulation. Therapy was turned back on and increased stimulation to 2.5v and patient confirmed that they felt stimulation in the bicycle area. No further complications were noted or anticipated